Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients stimulation was uncomfortable. It was mentioned that the patient tried different programs available on the remote and the stimulation was uncomfortably high. The patient underwent a revision procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient's stimulation was uncomfortable. It was mentioned that the patient tried different programs available on the remote and the stimulation was uncomfortably high. The patient underwent a revision procedure.